Event description:
This retrospective pregnancy case was reported by a consumer and describes the occurrence of perforation ("many women on the page had more serious side effects including perforated organs due to coil migration"), device dislocation ("many women on the page had more serious side effects including perforated organs due to coil migration"), medical device removal ("almost 7000 women on the page have undergone the removal procedure which almost always requires surgery, often a total hysterectomy"), pregnancy with contraceptive device ("many women on the page had more serious side effects including fetal disfigurement due to nickel poisoning"), metal poisoning ("many women on the page had more serious side effects including fetal disfigurement due to nickel poisoning"), depression suicidal ("many women on the page had more serious side effects including bouts of depression and suicidal thoughts") and autoimmune disorder ("many women on the page had more serious side effects including increased risk of autoimmune disorders") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("many women on the page had more serious side effects including fetal disfigurement due to nickel poisoning"). On an unknown date, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On an unknown date, the patient experienced perforation (serious criterion medically significant), device dislocation (serious criterion medically significant), medical device removal (serious criteria medically significant and clinically significant/intervention required), pregnancy with contraceptive device (serious criterion medically significant), metal poisoning (serious criterion medically significant), depression suicidal (serious criterion medically significant), autoimmune disorder (serious criterion medically significant), depression ("many women on the page had more serious side effects including many women on the page had more side effects including bouts of depression"), pelvic pain ("many women on the page had more serious side effects including chronic pain"), allergy to metals ("many women on the page had more serious side effects including nickel allergies") and fatigue ("many women on the page had more serious serious side effects including exhaustion"). The patient was treated with surgery (often a total hysterectomy). At the time of the report, the perforation, device dislocation, medical device removal, pregnancy with contraceptive device, metal poisoning, depression suicidal, autoimmune disorder, depression, pelvic pain, allergy to metals and fatigue outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered perforation, device dislocation, medical device removal, pregnancy with contraceptive device, metal poisoning, depression suicidal, autoimmune disorder, depression, pelvic pain, allergy to metals and fatigue to be related to essure. Company causality comment: this case refers to female consumers who had essure inserted and it was reported that many women on the page had more serious side effects including perforated organs due to coil migration, almost 7000 women on the page have undergone the removal procedure which almost always requires surgery, often a total hysterectomy, many women on the page had more serious side effects including fetal disfigurement due to nickel poisoning (pregnancy with contraceptive device is implied and fetus case was created), many women on the page had more serious side effects including bouts of depression and suicidal thoughts and many women on the page had more serious side effects including increased risk of autoimmune disorders. Only the events perforation, device dislocation, pregnancy and medical device removal are anticipated according to the reference safety information for essure. The other events are unlisted. With regards to the events perforation, device dislocation, pregnancy and medical device removal, considering their nature, a causal relationship with essure cannot be excluded. With regards to the other events, considering their nature and essure local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident due to serious injury reported and because device removal was required for almost 7000 women. Additionally, non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-feb-2017: quality-safety evaluation of ptc received. Company causality comment: this case refers to female consumers who had essure inserted and experienced the medically significant events many women on the page had more serious side effects including perforated organs due to coil migration, almost 7000 women on the page have undergone the removal procedure which almost always requires surgery, often a total hysterectomy, many women on the page had more serious side effects including fetal disfigurement due to nickel poisoning (interpreted as pregnancy with contraceptive device; fetus case was separately created), many women on the page had more serious side effects including bouts of depression and suicidal thoughts and many women on the page had more serious side effects including increased risk of autoimmune disorders. Perforation, device dislocation, pregnancy and medical device removal are anticipated according to the reference safety information of essure, the other events are unanticipated. Considering the nature of the events perforation, device dislocation, pregnancy and medical device removal, a causal relationship with essure cannot be excluded. Considering the systemic nature of the other events, and considering that essure has a local action in the fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident due to serious injuries and device removal in almost 7000 women. Additionally, non-serious events were reported. A product technical analysis resulted in an unconfirmed quality defect, as lot numbers and complaint samples were not available.

Manufacturer narrative:
Prospective pregnancy case was reported by a consumer and describes the occurrence of uterine perforation ("many women on the page had more serious side effects including perforated organs due to coil migration"), pregnancy with contraceptive device ("many women on the page had more serious side effects including fetal disfigurement due to nickel poisoning"), metal poisoning ("many women on the page had more serious side effects including fetal disfigurement due to nickel poisoning"), depression suicidal ("many women on the page had more serious side effects including bouts of depression and suicidal thoughts") and autoimmune disorder ("many women on the page had more serious side effects including increased risk of autoimmune disorders") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "many women on the page had more serious side effects including fetal disfigurement due to nickel poisoning". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), depression suicidal (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), depression ("many women on the page had more serious side effects including many women on the page had more side effects including bouts of depression"), pelvic pain ("many women on the page had more serious side effects including chronic pain"), allergy to metals ("many women on the page had more serious side effects including nickel allergies"), fatigue ("many women on the page had more serious side effects including exhaustion") and tooth fracture ("broken tooth"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (often a total hysterectomy). Essure was removed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, metal poisoning, depression suicidal, autoimmune disorder, depression, pelvic pain, allergy to metals, fatigue and tooth fracture outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered allergy to metals, autoimmune disorder, depression, depression suicidal, fatigue, metal poisoning, pelvic pain, pregnancy with contraceptive device, tooth fracture and uterine perforation to be related to essure. The reporter commented: patient had perfect teeth without issue until essure insertion. Quality-safety evaluation of ptc: ptc global number (B)(4) . Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media post: broken tooth event was added. Event device dislocation and medical device removal has been replaced with the event uterine perforation. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a consumer and describes the occurrence of perforation ("many women on the page had more serious side effects including perforated organs due to coil migration"), device dislocation ("many women on the page had more serious side effects including perforated organs due to coil migration"), medical device removal ("almost 7000 women on the page have undergone the removal procedure which almost always requires surgery, often a total hysterectomy"), pregnancy with contraceptive device ("many women on the page had more serious side effects including fetal disfigurement due to nickel poisoning"), metal poisoning ("many women on the page had more serious side effects including fetal disfigurement due to nickel poisoning"), depression suicidal ("many women on the page had more serious side effects including bouts of depression and suicidal thoughts") and autoimmune disorder ("many women on the page had more serious side effects including increased risk of autoimmune disorders") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "many women on the page had more serious side effects including fetal disfigurement due to nickel poisoning". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), medical device removal (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), depression suicidal (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), depression ("many women on the page had more serious side effects including many women on the page had more side effects including bouts of depression"), pelvic pain ("many women on the page had more serious side effects including chronic pain"), allergy to metals ("many women on the page had more serious side effects including nickel allergies") and fatigue ("many women on the page had more serious serious side effects including exhaustion"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (often a total hysterectomy). Essure was removed. At the time of the report, the perforation, device dislocation, medical device removal, pregnancy with contraceptive device, metal poisoning, depression suicidal, autoimmune disorder, depression, pelvic pain, allergy to metals and fatigue outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered allergy to metals, autoimmune disorder, depression, depression suicidal, device dislocation, fatigue, medical device removal, metal poisoning, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: patient had perfect teeth without issue until essure insertion. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-jun-2018: wrong source document attached and correction done and this source document belong to case (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a consumer and describes the occurrence of the first episode of perforation ("many women on the page had more serious side effects including perforated organs due to coil migration"), the second episode of perforation ("many women on the page had more serious side effects including perforated organs due to coil migration"), medical device removal ("almost 7000 women on the page have undergone the removal procedure which almost always requires surgery, often a total hysterectomy"), pregnancy with contraceptive device ("many women on the page had more serious side effects including fetal disfigurement due to nickel poisoning"), metal poisoning ("many women on the page had more serious side effects including fetal disfigurement due to nickel poisoning"), depression suicidal ("many women on the page had more serious side effects including bouts of depression and suicidal thoughts") and autoimmune disorder ("many women on the page had more serious side effects including increased risk of autoimmune disorders") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "many women on the page had more serious side effects including fetal disfigurement due to nickel poisoning". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced the first episode of perforation (seriousness criterion medically significant), the second episode of perforation (seriousness criterion medically significant), medical device removal (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), depression suicidal (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), depression ("many women on the page had more serious side effects including many women on the page had more side effects including bouts of depression"), pelvic pain ("many women on the page had more serious side effects including chronic pain"), allergy to metals ("many women on the page had more serious side effects including nickel allergies") and fatigue ("many women on the page had more serious serious side effects including exhaustion"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (often a total hysterectomy). Essure was removed. At the time of the report, the last episode of perforation, medical device removal, pregnancy with contraceptive device, metal poisoning, depression suicidal, autoimmune disorder, depression, pelvic pain, allergy to metals and fatigue outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered allergy to metals, autoimmune disorder, depression, depression suicidal, fatigue, medical device removal, metal poisoning, pelvic pain, pregnancy with contraceptive device, the first episode of perforation and the second episode of perforation to be related to essure. The reporter commented: patient had perfect teeth without issue until essure insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.